Event description:
It was reported that high threshold was noted on the left ventricular lead at a planned generator replacement due to elective replacement indicator. The lead was explanted and replaced. Patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).